Event description:
It was reported that the patient presented a preoperative diagnosis of a herniated disk and osteophytes at l4-5; a herniated disk and osteophytes at l5-s1; post op posterior lumbar interbody fusion on the left at l4 ¿ 5; and instability. The patient underwent surgery consisting of a bilateral partial lumbar laminectomy at l5-s1, bilateral medial facetectomies, bilateral foraminotomies, bilateral excision of the herniated disk; a posterior lumbar interbody fusion at l5-s1 with bak lumbar fusion cages; bilateral partial lumbar laminectomies at l4 - 5, bilateral medial facetectomies, bilateral foraminotomies, and excision of herniated disk; a posterior lumbar interbody fusion at l4 - 5 with bak vista; and a bilateral posterolateral lumbar fusion l4 and sacrum with bone and bmp. Per the operative report ¿¿.we already dissected out to the spine along the lateral gutter from transverse process on down. We then put in some ground- up bone and bmp on each side. Tisseel was placed in the epidural space, so as to minimize any seepage of bmp into the epidural space. At the end, the x - rays looked very good in ap and lateral ¿¿ no complications were noted. Four days post-op the patient presented bilateral hip pain radiating into his left posterior leg to the knee up into the mid thoracic spine. Five days post-op, while still in the hospital, the patient presented low back pain, nausea and vomiting during the evening. His incision showed some swelling and redness. The patient was discharged from the hospital. One week post-op the patient called his doctor reporting a fever of 102. At 8 days post-op, the patient presented an infected surgical wound, fever and pneumonia. A CT scan was performed which showed ¿postsurgical changes at the l4-l5 level. There are laminectomy defects at l5, there is a bone graft material noted around the facets of the l4 and l5 bilaterally. There are disc spacers at l4-5 and l5-s1. There is air noted in the paraspinal regions. At the l4-l5 level there does not appear to be soft tissue in the epidural space and at the l5-s1 level which does narrow the thecal sac. Fluid in the midline of the subcutaneous soft tissues extending from the l3-4 to the l5-s1 level¿..it is impossible to exclude abscess and/or infection¿ 23 days post-op the patient presented achiness. At 33 days post-op, the patent presented muscles spasms, stiffness, and a ¿tight¿ feeling. An ap and lateral lumbar spine x-ray was taken which showed ¿¿.lumbosacral spine demonstrate interval discectomy and spacer placement at the l5-s1 level. Revision at the l4-l5 level is seen with interbody spacer and bone graft. Alignment is normal. Vascular calcifications are present.¿ at 78 days post-op during an office visit, the patient reported having good days and bad days. The patient had a lumbosacral xr taken which demonstrated that the ¿disc spacers at l4-l5 and l5-s1 appear intact. The disc space is well preserved at these levels. No compression deformity or subluxation is seen. There is mild facet arthropathy at l4-l5 and l5-s1¿¿¿¿ disc space preserved and unchanged from prior study.¿ at 109 days post-op, the patient called stating he had been in the ER the previous day for increased pain. This same date the ER doctor called reporting that the patient had been coming to the ER ¿the last couple of weeks with increased lower back pain and getting percocet and valium.¿ at 112 days post-op, the patient called and reported terrible pain in his left hip and lower back. He stated ¿I cannot go on like this.¿ at 133 days post-op, the patient presented a history of spinal stenosis without neurogenic claudication. He complained of low back pain and that he couldn¿t sleep. A lumbar spine xr was performed which indicated re-demonstration of disc spacers at the l4-l5 and l5-s1 levels that appeared stable in appearance and placement; mild facet hypertrophy at the l4-l5 and l5-s1 levels; and vascular calcifications. It was stated that the results were ¿overall, unchanged since prior exam.¿ at 179 days post-op, the patient¿s daughter called the doctor stating the patient needed medication for horrible pain.

Manufacturer narrative:
Concomitant products: cage (implant (B)(6) 2011). (B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.